Event description:
A hospital in the (B)(6) sent a letter to a fisher & paykel healthcare (fph) service manager stating their rd900aeu neopuff infant resuscitator is "for repair". Photos provided by the hospital revealed that the manometer of the neopuff was damaged. No patient consequence was reported.

Event description:
A hospital in the (B)(6) sent a letter to a fisher & paykel healthcare (fph) service manager stating their rd900aeu neopuff infant resuscitator is "for repair." Photos provided by the hospital revealed that the manometer of the neopuff was damaged. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rd900aeu neopuff infant resuscitator was returned to (B)(6) service center for inspection and repair. Our analysis is based on the information provided by fph UK service center and photos received from the hospital. Results: the fph UK service center checked the device and confirmed that the neopuff unit was damaged. The manometer was broken and the pressure control was erratic. Photographs provided by the hospital showed that the neopuff unit was subjected to impact. The glass cover of the manometer had multiple cracks and the needle was indicating approximately -14cm h2o. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The photographs provided by the hospital revealed that the damage to the neopuff was caused by physical impact. The neopuff technical manual states the following: "dropping the neopuff/perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient".

Manufacturer narrative:
(B)(4). The rd900aeu neopuff infant resuscitator is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.